Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA (B)(4). A field service engineer (fse) was dispatched to address the reported event, inspected the instrument confirming the failures. The fse replaced the diluent pump. The instrument worked as expected after the part replacement so the fse proceeded to do the pm (periodic maintenance) service. The analyzer was operating as designed. The probable cause of this event was a failure of the diluent pump. A 13 month complaint history review for aia-600ii analyzer serial number (B)(4) was conducted from (B)(6) 2015 through (B)(6) 2016 for similar complaints. There were no other complaints reported during this time period, that were similar to the present issue. The aia-600ii operator's manual under safety precautions indicates to contact an authorized tosoh representative for analyzer repairs.

Event description:
The customer reported that their a1c calibrations have not been lasting more than 2-3 weeks before the qc (quality control) material goes out of range with their aia-600 ii instrument. Customer tried troubleshooting by recalibrating but the rates are 50% of the previous calibration done of the same pack lot. They also run thyroid assays on the analyzer and states that they only have problems with a1c. Calibration rates have been communicated to tss (technical support specialist) and they confirmed the failure. Tss advised the customer to check the incubator temperature and also verify the incubation time which were in normal range. Also tss advised the customer to do a fresh quality control check and change the solutions (wash and diluent) used by the analyzer with fresh ones. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth and hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.